Manufacturer narrative:
The device involved in the event will not be returned for evaluation as the pipeline was implanted in the patient and the pushwire was discarded. (B)(4).

Event description:
Treatment of a large unruptured saccular aneurysm measuring 11mm x 8mm located in the supraclinoid segment of the right ica (internal carotid artery). The patient was on dual anti-platelet therapy. On(B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the first pipeline (4.25mm x 25mm) could not be released from the capture coil and it was removed from the patient. The second pipeline (4.25mm x 20mm) was deployed, but required balloon angioplasty (an option presented in the instructions for use, u.s.) To fully open the proximal segment. Post procedural angiogram showed an eclipse. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2014-00155.